Event description:
It was reported that a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through filling and loading a new cartridge onto the pump, which resolved the issue, allowing the customer to successfully resume insulin delivery.